Event description:
It was reported that tube not filling with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: customer informs that the tube vacuum was low and that it was not filling up to the mark indicated on the label. In one of the tests it was found that it filled only 1.4 ml of blood. During collection the limb was not garroted, that the vacuum of the tube was expected to stop sucking completely and no venous collapse occured. Additional information received on 5/13/2019: it was not reported any wrong exams results due to the defect in the tube. Sample is available.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and underfill was not observed. Further investigation has been initiated through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#260774 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube not filling with a bd vacutainer® k2 edta (k2e) 3.6 mg blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: customer informs that the tube vacuum was low and that it was not filling up to the mark indicated on the label. In one of the tests it was found that it filled only 1.4 ml of blood. During collection the limb was not garroted, that the vacuum of the tube was expected to stop sucking completely and no venous collapse occured. Additional information received on 05/13/2019: it was not reported any wrong exams results due to the defect in the tube. Sample is available.